Event description:
It was further reported that a review of log files data revealed motor start events with parameters outside of the typical range and failed motor start attempts.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-jan-2023 / serial#: (B)(6), h4: mfg date: 24-jan-2022 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for details about additional products. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-dep-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 12-sep-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 28-jun-2023 h5: no d1: heartware ventricular assist system ¿ controller d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2023 / serial #: (B)(6) d9: no h3: no h4: mfg date: 24-jan-2022 h5: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ battery. D9: no. H3: no. H4: mfg date: h5: no. The codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient hadn't felt great during the day and went to bed. The patient's spouse woke up to a ventricular assist device (vad) alarm and the patient laying prone and unresponsive. The spouse called 911. The batteries were thought to be fine, but there was a red alarm on the controller and the patient was pronounced dead at home. Cause of death is unknown at this time.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional products: serial# (B)(6), h3: yes, serial# (B)(6), h3: yes, serial# (B)(6), h3: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6), one (1) controller (B)(6) and two (2) batteries (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed that (B)(6) was the patient's primary controller in use during the reported event. Review of the controller log files associated with (B)(6) revealed several vad stopped alarms, controller fault alarms, a critical battery alarm, low flow alarm, high watt alarms, and controller power up events on (B)(6) 2025. Review of the event log file and motor start report associated with (B)(6) revealed two motor start events recorded on (B)(6) 2025 at 01:22:22 and 02:07:38 in which the motor start parameters were atypical. Review of the event log file revealed that during an attempted pump start event, several controller reset events were logged on (B)(6) 2025. During the controller reset events, logs revealed instances that only one power source was connected to the controller during the attempted pump start event. CAPA pr00609659 is investigating controller resets during pump start. The controller can only store a maximum of 250 entries of event data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest event point is deleted to allow the newest entries to be recorded. Therefore, event logs prior to the first available controller power-up sequence event, logged at 00:58:29, were not available. Log file analysis revealed a controller fault alarm logged on (B)(6) 2025 at 01:12:31, indicating a power out of range condition. This was followed by a vad stopped alarm at 01:12:49, indicating the pump failed to restart after multiple attempts. This was followed by additional vad stopped and controller fault alarms. One (1) critical battery alarm, involving (B)(6), was logged at 01:22:22. The critical battery alarm was due to the battery depleting below 10% relative state of charge (rsoc). The controller fault alarms were due to a power out of range condition due to (B)(6) approaching 0% rsoc. A controller fault alarm will occur if the battery is approaching 0% rsoc (or a capacity below 12 volts). Review of the event log file revealed a controller power up with an associated successful motor start event logged on (B)(6) 2025 at 01:22:22. Furthermore, analysis of the alarm log files revealed one (1) low flow and five (5) high watt alarms logged between 01:22:27 and 01:55:05. Review of the event log file revealed a controller power up with associated motor start event logged on (B)(6) 2025 at 02:06:52, indicating a loss of power to the controller. Then one (1) vad stopped alarm was logged at 02:07:22, indicating the pump failed to restart after multiple attempts. Shortly after this third failure to restart event, a successful motor start event was logged at 02:07:38. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port 1 (ps1) with 91% relative state of charge (rsoc) and (B)(6) was connected to power port 2 (ps2) with 92% rsoc. During this period, several safety alert word (saw) values were recorded on (B)(6), indicating an overcurrent alert. The log files recorded a high-power consumption during the attempted motor starts, which required more current from the battery. Per the instructions for use (IFU), the capacity of a battery is dependent on the controller and pump operating power consumption. Considering that the pump's power consumption was significantly above the normal operating range during the reported events, it is expected that the batteries would be able to provide power to the controller for a shorter period of time. Of note, critical battery and vad stopped alarms are high priority alarms, which will result in the controller's alarm indicator flashing red. The most likely root cause of the vad stopped alarms and reported ¿red alarms¿ can be attributed to failures of the pump to restart after several attempts. As a result, the reported red alarms, atypical motor starts, failure to restart events were confirmed. (B)(6) was in scope of fca cvg-21-q3-21 (non-subgroup). CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart events and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Possible root causes of the loss of power can be attributed to a disconnection of both power sources, an intermittent disconnection on one or both power sources, and/or troubleshooting the observed controller resets. CAPA pr00551638 is investigating controller losses of power. Based on the available information, the most likely root cause of the controller fault alarms can be attributed to a battery connected to the controller with a low rsoc value during a pump start attempt with high power consumption, drawing more current from the battery and resulting in a power out of range condition. Based on the available information, the device may have caused or contributed to the reported high-power and low flow event. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Based on a review of past adverse events for this patient, it was noted that the patient had a history of cva and bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.